Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon. Also it was found that no image was caused by disconnection/short-circuit of the image sensor cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the image of the subject device was disappeared when the subject device was angulated. The subject device had been returned to sorc for repair of image malfunction. The occurrence date of the event is unknown. There was no patient injury associated with this report.